Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead oversensed noise that resulted in the inappropriate delivery of anti-tachycardia pacing (atp). It was noted that the patient was not pacer dependent and no pacing inhibition was noted. The rv lead was surgically abandoned and replaced, and the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.